Event description:
The lay user/reporter contacted lifescan alleging that the pt's one touch ultra was reading inaccurately compared to pt's feelings and to the emergency room's device. The medical affairs specialist obtained the following info by listening to the call between the reporter and the customer care advocate (cca). The pt lives in an assisted living center. The day before, at 6am, the pt obtained a 125mg/dl on her meter with no reported symptoms. Later on the same day around 1:30pm, the pt developed low blood glucose symptoms of feeling clammy, disoriented, confused, "grey colored, and had slurred speech and she asked the aides for some ice cream since she felt she was having low blood glucose. After eating the ice cream, the pt obtained a 181 mg/dl on her meter. Because the pt still had symptoms after eating the ice cream, the pt was taken to the emergency room by an ambulance. When she arrived at the hospital, her blood glucose was in the "40's mg/dl" on an unspecified hospital device and was given an IV to bring her blood glucose levels up. After she was stabilized, the pt's blood glucose was tested on her meter and the emergency room's device. She obtained 137mg/dl on her meter and 211 mg/dl on the emergency room's device, performed at the same time. It would be helpful to obtain the following: the pt's diabetes medication regimen, what actions the pt took between the "125 and 181 mg/dl" meter readings, and when the ambulance arrived. The customer care advocate (cca) verified that the meter was set up correctly, the test strips were in good condition, and an approved sample source (finger) was used. The reporter was unable to specify if the correct testing/cleaning techniques were used at the time of testing. This complaint is being reported because the pt's low blood glucose symptoms did not correlate with the 181 mg/dl meter reading. The pt was taken to the emergency room to be treated for low blood glucose. The calculated difference between the reported meter and the emergency room's device also exceeded lifescan's criteria. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.